Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was running as if the up button was stuck, she removed the battery, reinserted it, and the number continued to scroll. The buttons aren't responding properly. Customer's blood glucose was 130 mg/dl. The device was only exposed sweat. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer was currently out of the country and will not be returning the device.